Event description:
It was reported that the patient experienced syncope, and received multiple shocks due to noise caused by lead fracture. The lead was explanted and replaced. A journal article reviewed provided the following reported information: inappropriate therapies, syncope, oversensing, high impedance, pauses, no pacing, noise, and a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Referenced article: "analysis of pacing/defibrillator lead failure using device diagnostics and pacing maneuvers." Pace pacing clin. Electrophysiol. 2009;32(4):547-549.